Manufacturer narrative:
The device has not been received by olympus for eval. The exact cause of the user's experience cannot be determined. This report will be supplemented if add' info becomes available.

Event description:
Olympus was informed that in the beginning of a transurethral resection of the prostate procedure, the non-olympus generator was activated, and the high frequency cord made a popping sound and separated at the proximal end. There was no pt or user injury reported. The procedure was completed with a different but similar equipment.